Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle retraction failure with lot 4116722 regarding item #382544. DHR for lot number 4116722 has been reviewed. No related quality issues or process deviations were found. Complaints received for this device and reported condition will continue to be tracked and trended. Facility name exceeds character: limit (B)(6).

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: retractable needle mechanism malfunction. Angiocath removed from packaging with needle retractor engaged. The needle was stuck and unable to retract needle into plastic sleeve. 29jul: can you please provide an exact date of event in format mm-dd-yyyy? 07/27/2024. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient injury or harm occurred.